Event description:
It was reported during surgery the surgeon was using a aculoc2 plate and inserted a locking screw, when the driver tip broke. The surgeon was not able to remove the broken piece and therefore was left in the patient's body. The surgery was completed with no delay. No other adverse patient consequences were reported. This report is related to report number 3025141-2024-00510 for the screw involved in this event.

Manufacturer narrative:
The reported screw was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the model number and batch/lot number of the screw is unknown. However, the reported drill was returned for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found. The returned 1.5mm hex driver tip, locking groove (part number 80-0728, batch 42133) was examined under magnification. Torsional and oblique fracture patterns were identified at the transition from the radius to the hex tip. A torsional fracture pattern likely indicates an excessive twisting load about the driver's central axis, while an oblique fracture pattern likely indicates some side loading (bending), away from the driver's central axis, was also applied to the hex tip. Hex tip breakage may occur when excessive force is applied to the driver during use to overcome increased resistance. This increased resistance can have many contributing factors such as encountering dense bone or inadequate pilot hole depth. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined.